Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2014 with the following findings: there was one unexplainable pump reboot observed in the black box history. The pump powered on with the returned battery cap. The battery cap was able to fully tighten and a power loss was not observed. The battery cap measurements were within specifications. The battery compartment was intact. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump when the case was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.